Manufacturer narrative:
Concomitant product(s): product ID: neu_unknown_lead, lot# serial# unknown, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she had a successful trial which was put in on (B)(6) and taken out four days later and then she developed an infection. The patient stated that there was a fungal infection where the external neurostimulator box had been taped down and a lesion at the bottom of where the lead wires were and itching. The patient noted she was pretty sure she had a reaction to the tape they used and noted she was allergic to latex. The patient reported that she tried to treat herself and it didn't clear up after a month so she made an appointment and was given two creams, nystatin and triamcinolone. The patient used the creams for a month and it didn't clear up totally. The patient talked with the surgeon who was going to do the permanent implant procedure and stated that he didn't want to risk anything being there as it was so close to the spine. The patient was given lamisil orally and topically and had a consultation with a dermatologist in case everything didn't clear up. No device issues reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.